Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of infusion set patch not sticking on 12-june-2024. The event occurred after less than 48 hours of insertion. The blood glucose level was 347-360 mg/dl.the patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.